Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy procedure on (B)(6) 2012. The procedure was completed with this handpiece. Following the procedure, the patient was noted to have a burn mark at the port site. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2012-04955, 2210968-2012-04956 and 2210968-2012-04957. The same patient is represented in each medwatch.

Manufacturer narrative:
Prior to morcellation, the davinci robot was used during the case and one arm was inserted in the same port as the handpieces. The physician described the burn as a thermal burn.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The blade failed to rotate during the evaluation. It is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended.